Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter contamination. The following information was provided by the initial reporter: syringe is dirty on the inside.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed in the barrel of the syringe. It was confirmed they could not be detached. A device history review was performed for the reported lot 2208006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter contamination. The following information was provided by the initial reporter: syringe is dirty on the inside.